Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. Unique device identification(UDI) not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the orange navigated frame component tracker was 2mm inaccurate. There was no patient present.